Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient. The customer's returned test strips were measured on reference meters with a high level control sample: testing range: ( 2.6-3.2 inr ). Qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 8:22 a.m. The meter result was 6.7 inr and at 8:30 a.m. The laboratory result was 3.8 inr. The patient's therapeutic range is 3.5-4.0 inr and tests four times a week or daily. The patient is well.